Event description:
It was reported that "during a cysto procedure, the pad had nearly peeled completely off the pt's thigh. At the end of the procedure it was noted that the pt had a 1/2" x 3" burn in the area of the ground pad. The burn was assessed to be 3rd degree and required medical treatment to prevent permanent impairment."